Event description:
The advocate called for help with the customer's meter. She alleged that she performed a control test and received a result of 10 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The advocate refused to further troubleshoot the contour system. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.